Event description:
This case was reported by a consumer and described the occurrence of loss of balance in a (B)(6) male pt who received polyethylene oxide + sodium carboxymethylcellulose (super poligrip comfort seal strips), super poligrip denture adhesive powder ((B)(4)) and super poligrip (variant and formulation unk) for denture adhesion. A physician or other health care professional has not verified this report. On unk dates, the pt started polyethylene oxide + sodium carboxymethylcellulose (super poligrip comfort seal strips), polyethylene oxide + sodium carboxymethylcellulose (super poligrip denture adhesive powder) and unspecified gsk denture adhesive (super poligrip - formulation unk). At an unk time after starting super poligrip, the pt experienced balance difficulty, diabetes, stroke and memory loss. This case was assessed as medically serious by gsk. Super poligrip was continued. At the time of reporting, the events were unresolved. Super poligrip comfort seal strips are manufactured in (B)(4) and neither the product nor lot number for this product is available.

Manufacturer narrative:
(B)(4).